Event description:
It was reported to philips that the system was not booting up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. A philips remote service engineer (rse) checked the system and confirmed the reported issue. Rse requested remote access from biomed, but biomed reported a connection error. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc which is used for host pc, ip-pc and the flex vision pc. If one of these pcs break down, the system stops functioning and no imaging is possible. To resolve the problem on another work order, biomed has initiated a medical device correction (z-1151-2024). The codes were updated based on the investigation outcome.